Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "twenty-five- to twenty-seven-year results of a cemented vs a cementless stem in the same patients younger than 50 years of age" written by young-hoo kim, md , jang-won park, md, jun-shik kim, md, and in-woo kim, md published by the journal of arthroplasty 31 (2016) 662-667 was reviewed. The article's purpose: "the purpose of the study is to determine (1) validated outcome scores, (2) prevalence of polyethylene wear and osteolysis, and (3) survivorship of the cemented vs cementless femoral components in the same young patients at minimum follow-up of 25 years." Data is compiled from 171 patients who received simultaneous bilateral tha with cemented stem in one hip and cementless stem in the other between february 1988 and june 1990 with a mean follow up duration of 26.1 years. Depuy products utilized: elite stem with cement plug in cemented group, profile stem in cementless group, duraloc cup in all hips and poly liner in all hips. Femoral bearing is unidentified but presumed to be depuy product. Cement product is unknown. The article reports on generalized adverse events and provides one patient identified in radiographic image which is captured on a linked complaint. The article reports no hips had an isolated liner change indicating that cup, liner and head were all exchanged during revisions associated not associated with femoral stem. The article reports that all cases of revision were changed to coc bearing surface. The article provides quantities: 74 acetabular components revised, 7 femoral components in cemented and 8 femoral components in cementless. This complaint captures the patient identified in radiographic imaging of a (B)(6) man who received simultaneous revision of acetabular components due to radiolucent line or osteolysis around the acetabular of femoral component. The femoral head of both hips are located eccentrically in acetabular components due to poly line wear. The cup, liner and head were exchanged.